Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product: 5034 implantable pacing lead (B)(6) 1997. (B)(4).

Event description:
It was reported that there was no pacing noted during chest surgery, despite the magnet being taped over top of the device. Follow up determined that the programmer session was not ended prior to the patient being taken to the operating room. The device remains in use. No patient complications have been reported as a result of this event.